Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10946r06, implanted: (B)(6) 2001, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product I: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal morphine 1mg/ml at 0.894mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that the patient was in the hospital today (B)(6) 2015 with symptoms of withdrawal. The pump was replaced yesterday (B)(6) 2015. No motor stalls were noted. The pump was filled with 1 mg/ml, but the pump was programmed with morphine 10 mg/ml. The concentration was entered incorrectly. The concentration had since been resolved, as the pump was now programmed at 1 mg/ml (same previous dose.) The patient was going to see their health care provider (hcp) on (B)(6) 2015. It was later reported that the patient was doing much better after the pump was reprogrammed to the correct concentration. The patient was discharged from the hospital on (B)(6) 2015.